Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Caller did not provide product information for aviva combo system 2.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Caller did not provide product information for aviva combo system 2. Fields were blank, areas now complete.

Event description:
Customer received result of 50 mg/dl on aviva combo system 1 and result of 80 "and" 100 mg/dl on aviva combo system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.